Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention for reprogramming

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with palpitations. The patients heart rate (hr) was found to be in the 35 to 40 beats per minute range. Loss of right ventricular (rv) capture and high threshold measurements were observed on a non boston scientific rv lead. A lead safety switch (lss) was noted to have been previously tripped for pace impedance measurements of greater than 3000 ohms. The longevity of the device was in question however, it was noted that this was due to the increased outputs that were programmed. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention for reprogramming. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with palpitations. The patients heart rate (hr) was found to be in the 35 to 40 beats per minute range. Loss of right ventricular (rv) capture and high threshold measurements were observed on a non boston scientific rv lead. A lead safety switch (lss) was noted to have been previously tripped for pace impedance measurements of greater than 3000 ohms. The longevity of the device was in question however, it was noted that this was due to the increased outputs that were programmed. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that a lead safety switch (lss) was triggered again due to pace impedance measurements of greater than 3,000 ohms. It was noted that the patient could feel the pacemaker pacing. The patient was pacemaker dependent at the time. Additional information was requested to the field representative in which there is no further information for at this time. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with palpitations. The patients heart rate (hr) was found to be in the 35 to 40 beats per minute range. Loss of right ventricular (rv) capture and high threshold measurements were observed on a non boston scientific rv lead. A lead safety switch (lss) was noted to have been previously tripped for pace impedance measurements of greater than 3000 ohms. The longevity of the device was in question however, it was noted that this was due to the increased outputs that were programmed. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that a lead safety switch (lss) was triggered again due to pace impedance measurements of greater than 3,000 ohms. It was noted that the patient could feel the pacemaker pacing. The patient was pacemaker dependent at the time. Additional information was requested to the field representative in which there is no further information for at this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 is being used to capture the additional intervention for reprogramming.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with palpitations. The patients heart rate (hr) was found to be in the 35 to 40 beats per minute range. Loss of right ventricular (rv) capture and high threshold measurements were observed on a non boston scientific rv lead. A lead safety switch (lss) was noted to have been previously tripped for pace impedance measurements of greater than 3000 ohms. The longevity of the device was in question however, it was noted that this was due to the increased outputs that were programmed. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event additional information was received that a lead safety switch (lss) was triggered again due to pace impedance measurements of greater than 3,000 ohms. It was noted that the patient could feel the pacemaker pacing. The patient was pacemaker dependent at the time. Additional information was requested to the field representative in which there is no further information for at this time. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted scratches on the back of the header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.